Event description:
It was reported that the peep (positive and expiratory pressure) was higher than set and that the test lung during expiration not was emptied. Ventilator was taken out of service for eval. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported failure was reproduced and three parts were replaced; the interconnection cable, the pneumatic interconnection pc board and the power supply pc board. It was not determined which of the removed parts caused the reported problem. The defective parts were disposed of by the hospital and not returned for investigation. The interconnection cable has 89 leads and connects the control unit with the pneumatic unit. The power supply pc board converts and distributes the internal dc supply voltage to the different parts of the ventilator. The pneumatic interconnection pc board provides signal connections between the different parts in the pneumatic section via connectors but have no electric functions. Alarm for high pressure will be generated if the user set alarm limit is exceeded. Based on the replaced parts functionality (as described above) and previous complaint investigation results, the cause to the reported problem is most likely the interconnection cable. As the replaced pc boards (the power supply and the pneumatic interconnection) would not cause/contribute to this specific problem. (B)(4).